Manufacturer narrative:
Device evaluation summary: the analysis results show that the device appeared intact. Leak testing revealed there was five ruptures in the posterior view, measurement approximately the tear a and b 0.3 cm, the tear c 0.2 cm , the tear d and e <0.1 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation concomitant medical products: saline mentor siltex round moderate profile 375cc, catalog number 3542660, serial number (B)(4), lot number 6797659. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with a saline mentor siltex round moderate profile 375cc breast implant and experienced deflation on the right side. Deflation was confirmed by physician during an exam. As a result, the patient underwent removal and replacement with a saline mentor siltex round moderate profile 375cc, catalog number 3542660, serial number (B)(4), lot number 7520427 on (B)(6) 2019.